Manufacturer narrative:
The field service engineer evaluated the instrument and did not find a cause for the issue. He performed instrument checks. The investigation is ongoing.

Event description:
There was an allegation of questionable hcg+beta elecsys results from the cobas e 411 rack analyzer. The initial result was 0.434 iu/l and was reported outside of the laboratory. The doctor called and questioned the result due to the patient being pregnant. A new sample was drawn from the patient and the result was 0.459 iu/l. Both samples were repeated on a cobas e601 analyzer and the results were approximately 3600 and 3700 iu/l. The samples were repeated on the cobas e411 and the results matched the results from the cobas e601. No specific data was provided. The repeat results matched the patient's history. The reagent lot number was 61488805 with an expiration date of 31-jul-2023.

Manufacturer narrative:
The investigation determined the customer's actions resolved the issue. The customer recalibrated the assay and performed a correlation with other instruments in the laboratory. After the calibration, all results looked normal. The customer's centrifuge time was too short and the speed too high per the tube manufacturer¿s recommended guidelines. As the qc recovery was within the customer¿s established ranges, there was no indication of a performance issue with the reagent.